Manufacturer narrative:
The pump was received with intermittent button response due to a flattened esc button dome switch. The keypad connector was fully locked. The pump had a stripped battery cap at a coin slot area, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the reservoir does not screw in properly and pops out of the compartment. Customer also indicated that they are unable to remove the battery cap on the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.